Event description:
A surgeon reported that a memory lens (u940a) iol implanted in the right eye of a female patient during 2000 has since opacified and is expected to be explanted in the near furture. Request has been made for additional information. No further information is available at this time.

Manufacturer narrative:
H6: the device history records and sterility records have been reviewed by manufacturing and found to be in compliance. This lens was manufactured before april 2000 and underwent a modified (buffered tumbling) process during its manufacture. The method of manufacture was subsequently changed to eliminate the use of this modified process. There have been reports of biofilm formation causing opacificaiton of lenses with serial number that correspond to the use of the modified (buffered tumbling) process.